Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that before a gastrectomy procedure, the staple was damaged and two wheels were removed, preventing the procedure. Also as reported, the event may affect the patient because it delays the surgical time, the foreign bodies affect the patient. The device had no contact with the patient, it delays the surgical time because at the moment of arming the device it was not possible and had to ask for another product and waited for it. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n56j7z. Additional information was requested and the following was obtained: it was reported that, ¿at the moment of arming the device it was not possible.¿ does this mean that the device locked out and would not fire? If no, please clarify. In addition to the above mentioned, ¿at the moment of arming the device it was not possible,¿ did the two wheels also separate from the device? If yes, will all pieces be returned with the device? How long was the procedure extended (minutes)? Response received: the information was provided by the institution: this surgery was already more than a month ago and they only give the information that is written. There was no adverse event and this device was not used in patient, because the instrumentator could not arm the device. The analysis found that one ntlc75 device was returned with the right bearing missing and with a cartridge reload loaded on the device. No damage to the saddle pin was noted. Further analysis showed that the device shroud was noted with a mark on the right side where the bearing was missing. The cartridge reload had the proximal 16 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in an incomplete staple line. For additional information please refer to the instructions for use. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the bearing became detached, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event described could not be confirmed as the staple height selector functioned as intended and without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.